Manufacturer narrative:
Although good faith efforts have been attempted to retrieve the device, the device was not returned by the customer and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during pci surgery for ami patient, pcps and intra-aortic balloon (iab) therapy were being conducted together due to sudden patient hemodynamics compromise was observed. Iab insertion was difficult to advance. Iab was replaced to continue therapy. Moderate calcification was noted in the patient aorta vessel. There was no injury or harm to the patient.

Manufacturer narrative:
(B)(4): the device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during pci surgery for ami patient, pcps and intra-aortic balloon (iab) therapy were being conducted together due to sudden patient hemodynamics compromise was observed. Iab insertion was difficult to advance. Iab was replaced to continue therapy. Moderate calcification was noted in the patient aorta vessel. There was no injury or harm to the patient.